Event description:
The facility reported a flogard infusion pump that presented an alarm 94. It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of a flogard infusion with a failure 94 was confirmed by technical services via the alarm log. The cause was determined to be a damaged main battery. The main battery was replaced onsite at the facility by a baxter field service technician to resolve the problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.